Event description:
It was reported that, immediately after the customer turned on the pump during the use of it, it spontaneously powered off. The pump then restarted itself and a "power lost while pump was on" alarm message was indicated on the display. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it was confirmed that there was a record that the "power lost while pump was on" alarm was generated immediately after the pump power was turned on on (B)(6) 2020. A battery power loss alarm check test was conducted with the pump, which passed successfully. A function test of the device was unable to replicate the reported event. As a preventive maintenance, the backup capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other text: corrected data: h1, corrected data: corrected data: h1 - product problem.